Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump passed the leak test. No frozen screens or anomalies with time advancing was noted. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly noted. No unlocked keypad connector or stuck button alarms noted. The pump was monitored for 24 hours and no blank display anomalies were noted. The power connector was plugged in and locked in place properly. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, stuck button, and keypad unresponsive. The blood glucose at the time of the incident was 220 mg/dl. The customer states the buttons are pushed down and unresponsive. The customer states the display was frozen; the time was not advancing and went blank. Troubleshooting was performed and the display did return. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.